Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implantation procedure, lens was scratched upon implantation. Subsequently lens was cutted out and replaced with the same model from backup stock. The procedure was completed on the same day without any harm to the patient. Additional information has been requested but no information is available at the time of this report.